Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. If the autopulse stops compression, rescuer shall revert to manual CPR. The short interruption is similar to the time necessary for rescuer rotation. In this case, the user reverted to manual CPR after the platform stoppage. Patient's death is not attributed to the device.

Event description:
It was reported that a system error / out of service / revert to manual CPR error message was observed on the autopulse platform (sn (B)(4)) display screen when the platform was initially powered on during deployment. According to the information, there was no delay in compression as the responding team (upon observing the system error message on the platform) immediately performed manual CPR for an unspecified period of time; however, a return of spontaneous circulation was not achieved and the patient expired. Further information regarding the patient's outcome was unable to be provided. The patient's outcome was not attributed to the device. No further information was provided.